Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a scratched lcd window, cracked case on display window corners, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. The pump passed the self-test and unexpected restart error test. There was no reset anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 57 mg/dl at the time of incident. The customer stated that she tried to put a new reservoir when she received the alarm and insulin exited during manual prime but no numbers showed up. The customer reported that the pump would reset. The customer treated by eating breakfast. She stated that the pump may have been bumped. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.